Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) continues to experience impedance issues following the replacement of the ipg (reference MFR. Report numbers 1627487-2013-00621, 1627487-2013-00622 and 1627487-2013-00623). Surgical intervention will be undertaken with the intent of revising the patient's lead extensions.